Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a power error detected alarm after reset. The customer¿s blood glucose was 11.2 mmol/l. Customer reported that the battery cap was okay. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the unit alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage was less than for consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.